Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the following. The power cord was not firmly connected. The power cord was about to break.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus service operation repair center (sorc) for the evaluation. The reported event was not reproduced during the evaluation of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the device sometimes did not turn on. There was no report of patient injury associated with this event.